Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a proximal segment of the lead was returned and analyzed. It was noted that the distal conductor was fractured, was distorted, and had blood/body fluid (not obstructed). The outer insulation had a breached cut and cosmetic depression.

Event description:
It was reported that post device replacement the left ventricular (lv) lead tested ok. However, the patient returned to the electrophysiology (ep) lab with high lv impedance and no capture. When the pocket was opened the lv lead appeared to be severed, therefore the lv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.